Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: serial number will be provided with the f/u report.